Manufacturer narrative:
B5: upon follow up, it was reported that the patient recovered nineteen days after the onset of event and antibiotic treatment was discontinued. No further information was provided regarding treatment. It was additionally reported that the patient visited the hospital eight days later with recurring peritonitis manifested by cloudy effluent . Pd therapy was discontinued and the patient was switched to continuous ambulatory peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has not recovered from the event and pd therapy was ongoing. No additional information is available as the reporter declined follow up.